Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed cellulitis and infection at the ipg site. Symptoms were burning sensation around the ipg site, redness, swelling, and pus. The physician believed that cellulitis and infection were not device related, but was unsure if procedure related. The patient was prescribed antibiotics and the physician washed out the ipg site and cleaned out the pus. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed cellulitis and infection at the ipg site. Symptoms were burning sensation around the ipg site, redness, swelling, and pus. The physician believed that cellulitis and infection were not device related, but was unsure if procedure related. The patient was prescribed antibiotics and the physician washed out the ipg site and cleaned out the pus. The patient underwent an explant procedure and was doing well postoperatively.